Event description:
It was reported that the pump displayed alert 38 indicating a motor stall along with an insulin occlusion, after which a restart cleared the alert and delivery resumed; a dry run exceeded 120 units without issue, and a full supply change with new infusion set, connector set, and cartridge was completed per troubleshooting guidance, with a contemporaneous blood glucose of 120 mg/dl. Symptoms included interruption of insulin delivery due to motor stall and occlusion. Outcomes included restoration of insulin delivery following restart, successful dry run, and successful supply replacement. Investigation included customer counseling, review of device alerts, execution of a dry run to assess motor and fluid path function, and replacement of expendable components. Investigation of this case revealed that the pump motor experienced a consecutive stalled motor condition associated with an insulin occlusion, which resolved after restart and replacement of the infusion set, connector set, and cartridge, indicating a transient flow obstruction or expendable-supply related issue rather than a persistent pump hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was occlusion in the infusion pathway leading to a transient motor stall, mitigated by restart and supply replacement.

Manufacturer narrative:
Initial.